Event description:
The implant failed due to infection and poor bone condition. The implant was placed at #15 and removed after a month. Traditional 2 stage surgery. Moderate oral hygiene.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our prod.